Manufacturer narrative:
This medwatch has been submitted as a request from the FDA for a missing initial 3500a report sent originally on 10/29/2015. Note: pi1-x082px corresponds to MFR # 2210968-2015-16669 from legacy system. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 4/18/2016. Additional information: a2, d1, d2, d4, d6, g1, g5, h4. Additional b5 narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. No additional information was provided.